Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that ¿it gets real warm back there¿ when the patient was sitting down watching tv or sitting down otherwise, so he would turn the ins off. The patient stated the ins bothers him when he sleeps. The patient noted he does not always use the ins and turns the ins on before he's in pain. There were no reported complications and no further complications were expected, patient was implanted for degenerative disc disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that when they sit down back on their chair against the ins, that's when it gets warm. When they turn off the ins, it resolves the issue. They stated that the issue is resolved when they turn it off. They do not know what the cause was. No patient symptoms reported. No further complications reported/anticipated.